Event description:
A physician reported a pt who was skin tested on 28 aug 1990 with negative results. The pt was treated into the periorbital areas on 10 may 1996. Three weeks later, the pt developed a hypersensitivity at the treatment sites. The physician instructed the pt to take an antihistamine. The pt was never seen with reaction; the physician only spoke to him by phone.